Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient presented for follow-up. It was noted that left ventricular lead dislodged. The lead was explanted and replaced. The patient was fine after the procedure.